Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw) and the right ventricular (rv) lead exhibited t-wave oversensing (twos) during the refractory and blanking periods. Both the leads remain in use. No patient complications have been reported as a result of this event.